Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility: nurse ran an infusion of magnesium (unknown manufacturer) in a 500ml bag (unknown manufacturer). The nurse programmed magnesium as maintenance rate (2g) 50ml/hr and then programmed the loading dose (4g) 200ml/hr over 30 minutes. After 30 minutes the pump is to automatically bump the infusion back to the loading dose of (2g) 50ml/hr. It did not and the patient received the loading dose (4g) 200ml/hr for an additional half hour before the nurse recognized the dose being run at (4g). The patient received a total of 1 hour infusion of 4 grams magnesium. The nurse immediately stopped the infusion at the time she recognized the patient had an over infusion. The incident was reported to the physician on (B)(6) 2018. The physician ordered calcium gluconate as an antidote and vitals to be monitored and labs were ordered. The nurse also reported the incident to the nurse manager. No patient identifiers were given and the pump was sequestered to the facility's biomed. The patient had no ill effects from the event.

Event description:
As per user facility: nurse ran an infusion of magnesium (unknown manufacturer) in a 500ml bag (unknown manufacturer). The nurse programmed magnesium as maintenance rate (2g) 50ml/hr and then programmed the loading dose (4g) 200ml/hr over 30 minutes. After 30 minutes the pump is to automatically bump the infusion back to the loading dose of (2g) 50ml/hr. It did not and the patient received the loading dose (4g) 200ml/hr for an additional half hour before the nurse recognized the dose being run at (4g). The patient received a total of 1 hour infusion of 4 grams magnesium. The nurse immediately stopped the infusion at the time she recognized the patient had an over infusion. The incident was reported to the physician on (B)(6) 2018. The physician ordered calcium gluconate as an antidote and vitals to be monitored and labs were ordered. The nurse also reported the incident to the nurse manager. No patient identifiers were given and the pump was sequestered to the facility's biomed. The patient had no ill effects from the event.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. (B)(4). The volumetric accuracy was tested at 200ml/hr and 435.8ml and the pump tested in specification at 428ml, or 98% of expected volume. Furthermore, the log review shows on (B)(6) 2018 at 14:25pm an infusion start of 200ml/hr and 495.2ml (dl: magnesium sulf) with rate guard override. At 14:51 pm a downstream occlusion stopped the infusion with a volume infused to 85.3ml. At 14:53pm an infusion start of 200ml/hr with rate guard override. At 16:58pm the infusion was stopped with a volume infused to 435.8ml. Note: magnesium sulf is not configured for loading dose. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.